Event description:
It was reported that an ilet user experienced persistent hyperglycemia over several hours with a peak blood glucose of 377 mg/dl and visible insulin leakage near the cartridge area, after which the caregiver replaced the cartridge and infusion set and insulin delivery was resumed. Investigation of this case revealed leakage consistent with a seal issue at the reservoir component leading to inadequate insulin delivery and resultant high glucose. No clinical symptoms during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component-related reservoir seal leak.